Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli-10 & pli-20: it was reported that, at the start of the robotic laparoscopic ventral hernia repair procedure, especially after docking, when the assistant attempted to insert the bipolar fenestrated grasper (bfg) into the patient, the instrument was not recognized on arm2. Troubleshooting was performed by exchanging the sterile interface module (sim), undocking the arm, unbraking and rebraking, and rebooting one time; since the reboot did not help, the monopolar curved shears (mcs) was attached to arm2 and it worked. The original bfg was then replaced with the new bfg, and the procedure went well. There was no patient injury.

Manufacturer narrative:
H2) additional information: b5, d4 (serial #) device evaluation: medtronic led an evaluation of the device data logs for the sterile interface module (sim - sn: (B)(6). Evaluation of the device data indicate that their multiple occurrences of error code 'no attached instrument - motion limits' was triggered. Evaluation of the device data for the sim confirmed the reported condition. A design issue was identified during evaluation of the device logs. The root cause of the observed condition was traced to the 9-pin connector of the instrument losing connection with the sterile interface module. A process improvement has been implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the start of the robotic laparoscopic ventral hernia repair procedure, especially after docking, when the assistant attempted to insert the bipolar fenestrated grasper (bfg) into the patient, the instrument was not recognized on arm2. Troubleshooting was performed by exchanging the sterile interface modules (sims), undocking the arm, unbraking and rebraking, and rebooting one time; since the reboot did not help, the monopolar curved shears (mcs) was attached to arm2 and it worked. The original bfg was then replaced with the new bfg, and the procedure went well. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported sterile interface module. The sterile interface module sample was not made available for this incident as it is still in use with the customer. Evaluation of the logs indicated that there multiple occurrences of an error code for 'linked to no attached instrument - motion limits' being triggered, after the sterile interface module (sim) was attached and the arm cart assembly was docked. This is consistent with a connectivity issue. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a connectivity issue with the sterile interface module. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the start of the robotic laparoscopic ventral hernia repair procedure, especially after docking, when the assistant attempted to insert the bipolar fenestrated grasper (bfg) into the patient, the instrument was not recognized on arm2. Troubleshooting was performed by exchanging the sterile interface modules (sims), undocking the arm, unbraking and rebraking, and rebooting one time; since the reboot did not help, the monopolar curved shears (mcs) was attached to arm2 and it worked. The original bfg was then replaced with the new bfg, and the procedure went well. There was no patient injury.